Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor prosthesis experienced right sided silent rupture postoperative. The health care professional diagnosed the rupture. As a result, patient underwent bilateral replacements with unspecified prosthesis on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Device evaluation completed on october 15, 2024: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample, determined that the gel implant smooth 600cc was found ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the "received device paperwork" both returned products belongs to this file (600 cc). Customer stated the lot numbers for this claim were unknown and devices were not damaged during explantation as per paperwork. Since both products were returned ruptured and is not possible to identify the impacted one, the following updates were performed accordingly: 1. (B)(4): updated affected side from right to a. 2. (B)(4) / right reported (a): updated product code from unk_gel implants to unk_gel implants smooth as per returned device. 3. (B)(4) (b) has been created to capture the other product with the lot#: 5612602 shown on the device. Should more information become available, this case will be re-assessed. Manufacturer¿s reference number: (B)(4).